Event description:
Arthritis of both knees [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis of both knees. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) at 2 ml, twice for two weeks till (B)(6) 2011, into the suprapatellar pouch of both the knees. The synvisc lot number was not provided. On (B)(6) 2011, the patient experienced arthritis of both knees. The action taken with synvisc was not provided. The patient's outcome for the event of arthritis of both knees was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of both knees as definitely related. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basic, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.